Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2009: inratio: 5.4; 5.1.

Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B)(6) 2009: 1st inr = 5.4; 2nd inr = 5.1. The 3.9 is excluded from comparison test since is done more than 3 hours apart. Customer also obtained 444 error. Inratio meter: mean: 5.25, sd: 0.21, %cv: 4.04. Since 4.04% cv is less then 20%, inratio meter results pass the criteria for precision. The 3.9, 5.4 and 5.1 inr readings were performed more than 3 hours apart and are therefore, excluded from comparison testing. Since time of tests exceeded three hours there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time in between two readings in order for comparison to be valid. Investigation requirements: test date: donor 1: (B)(6) 2009, donor 2: (B)(6) 2009. Serial numbers: returned meter: (B)(4), in-house meter: (B)(4). Type of test: precision: retained strip: strip lot: 220377, strip code: wy1ua, quantity: 6. Based on memory, customer utilized strip code g41zn with strip lot 80868b. Since strip lot 080868b is unavailable, any strip code registered on memory can be utilized. Comparative system: sysmex 560. Type of donors: therapeutic. Functional test: yes. Visual inspection: yes. Investigation results: donor 1: return (inr): 2.2, in-house (inr): 2.1, mean: 2.15, sd: 0.07, %cv: 3.29, resolution: pass. Donor 2: 2.5, 2.2, 2.35, 0.21, 9.03, pass. For each pair of replicates for each sample on strip lot 220377, mean and standard deviations were calculated. In-house test results have 3.29% and 9.03%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant result was established on returned and in-house meters. No further action is required. There is no clinical significance in the discrepancy analysis for customer did not provide reference value to calculate the confident limit. Twenty-four test errors (nes/4nn) were found in meter memory. Meter functional tests were performed. Precision criteria was met. Meter deficiency was not established. The root cause for end-user's discrepancy could not be determined without sufficient information. It is possible patient's condition/medications might affect inratio test result. No further investigation is required at this time. Trend analysis is not required - customer's observation occurred in every lot used from meter memory record.